Event description:
A broken driver tip was discovered on return inspection by an employee of acumed returns.

Manufacturer narrative:
One 80-4149 t6 cannulated hexalobe driver was returned and examined under magnification. The driver base was returned without the tip, thus the fracture region on the broken tip fragment(s) could not be inspected. The fracture region of the base presents primarily as obliquely angled with various mild, jagged angles along the edges. The multiple fracture surfaces present primarily as grainy and rough, with mild light reflection along one of the lobes. These observations indicate a possible brittle fracture from a single overload event. Measurement of the driver base was taken via caliper gage. No definitive conclusion can be made.